Manufacturer narrative:
The reported event of crm (B)(4) - lvp did not display rate accurately file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported an ongoing problem that the lvp does not display the rate accurately. With internal review, the customer noted that the pump will round the ml rate to the nearest 10th and the dose scrolling below reads exactly as it is programmed. With the pre-heart transplants accuracy to the 3rd decimal place is important. There was no patient harm.